Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was foreign matter found in a bd¿ IV set an122 without pump t-type prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One sample was returned to sbdm with lot number 2710302. Fm (hair) was found in IV set by-pass. Initial investigation revealed the fm was found inside the by-pass, suggesting the fm was injected with by-pass during manufacturing process. DHR review: sbdm reviewed lot number 2710302 manufacturing records and inspection records for the products produced before/after the date. No abnormality was found. Complaint record: sbdm reviewed complaint records, there are no compliance issue reported for the affected lot. House sample verification: sbdm inspected house samples of affected lots, there were no issues found. The by-pass is 1 of the out-sourced components of the IV set. The likely cause is hair is injected in the by-pass in the supplier manufacturing process. Sbdm had quality training on this customer complaint for IV set assembly line workers. Sbdm enhance IV set inspection in assembly process and receiving inspection of by-pass to prevent same complaint. Sbdm has issued (B)(4) to the by-pass outsourcing company and will follow up with conducting a special audit to the company. Based on investigation result of the complaint case, fm(hair) on IV set, it was human hair and the likely cause is that the fm(hair) is injected with by-pass in a by-pass manufacturing process. The by-pass is purchased from external supplier.